Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a vicmo13.2 implantable collamer lens, -7.5 diopter, in the patient's right eye (od) on (B)(6)2016. The lens was exchanged on 05(B)(6)2017 to a smaller lens due to excessive vault. The problem was resolved.